Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a normal device check-up, high right ventricular threshold was observed. The patient also experienced diaphragmatic stimulation at high outputs. The device mode was programmed. The patient condition was fine after change was made.